Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty device for evaluation and repair. As of the september 17, 2015 the alleged faulty device has not been received.

Event description:
The user facility representative reported that the device will not switch over to battery power and that the device needs the 5 year preventative maintenance (pm) service with air/o2 blender overhaul.

Manufacturer narrative:
Failure analysis: infant flow sipap driver unit pn: 675-cfg-005 sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The unit was received with some physical damage to the plastic cover. The carefusion failure analysis lab technician applied ac power to the unit and there is no indication of the unit recognizing any power had been applied. The unit would not power on with or without wall ac power. After removing the plastic cover the failure analysis lab technician found a damaged lcd cable (at lcd pcb connection), damaged receptacle on the lcd pcba and the internal battery assembly was missing. The customer was contacted and they explained that they had removed the internal battery assembly to repair another unit and had also damaged the lcd pcba. After replacing the lcd cable, lcd pcba and installing a known good internal battery assembly the failure analysis lab technician was then able to duplicate the issue of the unit not switching to internal battery power when the ac power was removed while the unit was operating. The failure analysis lab technician performed a visual inspection of the main processor pcba pn: 52690 lot/sn: (B)(4) and found no visible anomalies. After further investigation failure analysis lab technician found fuse f2 pn: 71724 that is part of the 12v battery circuitry open which is halting the switchover to the internal battery. After installing a known good fuse this corrected the issue and unit switches over to battery whenever the ac supply was removed. Findings/root-cause: most likely a user induced failure causing f2 fuse on the main pcba to open in order to protect the circuitry due to a reversed polarity external power supply being used, likely during a low battery alarm test. The infant flow sipap driver was then routed to the carefusion factory service department for repair and testing. The carefusion factory service technician replaced the affected components, performed a 5 year preventative maintenance/overhaul and ran the unit through a complete calibration and checkout per the carefusion factory service procedures to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer ready to be placed back into service.